Event description:
This is filed to report an atrial septal defect. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was implanted, reducing mr to grade 1. After the procedure, a right to left shunt was present due to an atrial septal defect (asd). An asd closure procedure was performed successfully. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.